Event description:
The customer reported that this right atrial (ra) lead exhibited high pacing threshold and did not detect any sensing, the physician opted to surgically abandon the lead during the device change out procedure. Additional info obtained from the field representative reported that there was intermittent sensing and undersensing issue which was caused by the lead itself. Implant new lead as replacement. No adverse pt effects were reported. The lead was actively implanted for approximately (B)(6).

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.